Event description:
According to the reporter, during the bypass of gastroenterostomy procedure, the surgeon tried to squeeze the handle for the second firing, however the handle was stiff and could not fire the device. The procedure was completed with another device. No harm was caused to the patient.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. Visual inspection noted that the reload was pre-fired and engaged in interlock with the jaws open. All remaining staples were placed and the test media was cleanly transacted. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturing quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time by ceasing the placement of staples and tissue transection, and prevent patient harm. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.